Event description:
The pt reported blood glucose results of "137 mg/dl" with a lifescan meter and "330 mg/dl" on a laboratory device, performed within 21-30 mins of each other. Between the tests there was an intervention that would be expected to change the blood glucose. The meter and test strips were replaced.